Event description:
Sheath was placed into patient's left femoral artery. Upon pulling sheath back, sheath was sucked back into the patient. Doctor pulled sheath out. Pressure was held and patient did not have any hematoma or problem.====================== manufacturer response for 6f x 45cm ansel 1 sheath, 6f x 45cm ansel 1 sheath (per site reporter).====================== provided new device.